Event description:
Caller reported a malfunction on the pump with malfunction code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Caller received assistance from technical support, who provided pump reset information and helped reset the pump. Since the malfunction code did not recur after resetting, the customer was instructed to continue using the pump and call back if any further issues arose. The caller acknowledged and understood the instructions.